Event description:
Baxter product surveillance rec'd a report via the home pt's nurse that a minicap fell off a home pt's transfer set. The home pt was walking around when she heard the cap hit the floor. There was no pt injury or medical intervention associated with this incident.